Event description:
Tip of catheter broke off in pt and had to be removed surgically. After abdominal hysterectomy was performed, the ureteral catheter was removed post-operatively, dr. Noted that the left catheter had broken off and part of it remained in the pt. Dr. Performed a cystscopy and was able to retrieve the remaining piece of catheter.